Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets release criteria. The product performed as expected. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. Although root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results. The results were as follows: (B)(6) 2015: inratio=4.7 repeat 3.7.0 the patient self tester was reported to be milking their finger after the fingerstick. The patient self tester's wife, (B)(6) called back on (B)(6) 2015 with a comparison of the inratio to the lab inr that had been done the previous day. Results as follows: (B)(6) 2015: inratio inr=2.7 and lab inr=2.2. The patient self tester's therapeutic range is: 2.5-3.0.